Event description:
The user facility reported that the processor was not filling and due to the unit being out of service and pending repair decisions by the facility, patient procedures were postponed and rescheduled. No injuries reported.

Manufacturer narrative:
A steris service technician inspected the processor and found leaking around the lid, water in the float block and the unit was failing diagnostics (due to fill problems). The technician also noted that the lid had been installed by the user facility without being properly pinned in place and the lid evidenced cracks around the header. The technician replaced check valves 1, 2, and 3, the processor lid assembly and hinge roll pins. He also replaced the quick disconnect posts and compressor as the posts were worn and the compressor was not functioning well. The technician ran diagnostic and processing cycles and returned the unit to service. No further issues have been reported with the equipment. The processor was installed on (B)(6) 2003 and is currently maintained and serviced by the user facility. The ss1 pm schedule states: "replace ck1, ck2 and ck3 (2x/year). Verify performance of check valves (each inspection). Check lid seal for damage (each inspection). Check inflatable seal for leaks (each inspection). Check entire unit for evidence of fluid leaks (each inspection). Inspect lid latch gap and lid assembly. Verify output of air compressor (1x/year)." The fill problems with the processor are attributed to maintenance: the considerable use of the lid, lid pins not being properly in place, the compressor not working well, and the check valves warranting replacement. The steris service technician reviewed the proper maintenance and servicing procedures with the user facility.